Event description:
Reporter stated that they received a letter in the mail stating that their glucose meter was recalled. The reporter stated that the letter instructed them to file a report about the recall.